Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of acne, redness, and pus are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 2 days after injection in the cheeks with juvederm ultra plus xc, the patient developed acne, redness, and pus closer to nose and top of the nasolabial folds. Lacerations and draining were first provided as treatment 2 days after onset; patient was injected with hyaluronidase a day later. Laser treatment was also administered. The symptoms are on-going.